Manufacturer narrative:
An evaluation of the reported event could not be completed as requests of relevant medical records and/or imaging were made and denied responses were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Lot information was not received; therefore, manufacturing review was unable to be performed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
A secondary procedure was performed on (B)(6) 2018 for an unknown reason. No additional event or patient information is available.